Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side. "Ultrasound is demonstrated rupture". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ultrasound is demonstrated rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive (shell thickness within specification). Additional observations: yellow particles observed, in the surface of the shell. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.